Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in the lacrimal duct. The patient was pre-treated with chlorhexidine and treated post injection with cold compresses. The day of injection patient developed edema in the peripalpebral and lower eyelid (noted as bilateral and asymmetric) with erythema and mild local pain. Patient was prescribed predsim, ciprofloxacin and allegra. Symptoms improved but patient still presents edema.

Event description:
Additional information: patient's edema and discomfort have resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported events as follows: precautions for use: "there is no available clinical data about injection of juvéderm® volbella¿ with lidocaine into an area which has already been treated with a non-allergan dermal filler." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Healthcare professional reported patient was injected with juvéderm® volbella¿ with lidocaine in the lacrimal duct. The patient was pre-treated with chlorhexidine and treated post injection with cold compresses. The day of injection patient developed edema in the peripalpebral and lower eyelid (noted as bilateral and asymmetric) with erythema and mild local pain. Patient was prescribed predsim, ciprofloxacin and allegra. Symptoms improved but patient still presents edema.